Event description:
A tandem mobi cartridge alarm was reported during pumping. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Technical support confirmed the alarm and noted it was not previously reported for this pump's serial number but had occurred with consecutive cartridges. As a corrective action, technical support arranged to send a replacement pump with updated software and provided the customer with instructions for storage mode and pump return. The customer acknowledged these instructions and will attempt to use an old pump while waiting for the replacement.